Event description:
Screw heads stripped. Rounded hex off. Patient outcome: no adverse effect reported a s a result of this event.

Manufacturer narrative:
Additonal parts recieved involved in event:catalog # lot # mfg date1400-1012 102610 08/2007